Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Image review: based on the image provided, a filter was deployed in the ivc can be confirmed. Based on the image provided, several crossed ivc filter limbs can be confirmed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment via the jugular vein for right iliofemoral clot and caval clot, a post placement imaging identified the arms of the filter failed to expand. The filter was retrieved with a snare and another filter was prepped and deployed successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the device was returned. The dilator was returned fully inserted into the introducer sheath. There were no anomalies noted to the sheath once separated from the dilator. The dilator distal end was noted to be buckled. This will be considered an incidental finding as the user did not allege any advancement issues with the dilator. It is unknown when or how the dilator became buckled. The pusher catheter was noted to be kinked 29.4 cm from the proximal end of the handle. No other anomalies were noted with the pusher catheter. The filter was returned deployed and the storage tube was not returned. Dimensional evaluation: all measurements met the required specifications. Medical records review: no medical records have been made available to the manufacturer. Image review: based on the image provided, a filter was deployed in the ivc can be confirmed. Based on the image provided, several crossed ivc filter limbs can be confirmed. Conclusion: the device was returned for evaluation and images were provided. The filter was returned fully deployed with no crossed limbs. Images show several crossed limbs of the filter. Therefore, the investigation is confirmed for failure to expand upon deployment. Based on the available information, the definitive root cause is unknown. It is unknown if procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warning: - delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: - do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: - failure of filter expansion/incomplete expansion. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment via the jugular vein for right iliofemoral clot and caval clot, a post placement imaging identified the arms of the filter failed to expand. The filter was retrieved with a snare and another filter was prepped and deployed successfully. There was no reported patient injury.